Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) deflated after the device was withdrawn a few centimeters and caught on what was thought to be a calcified lesion. The sheath and device were removed as is, and hemostasis was achieved by manual compression. There was no reported patient injury. After exchanging to an unknown 7f short sheath, the vcd was inserted and the balloon was inflated. After passing the calcified area, diluted contrast medium was injected with a syringe to re-inflate the balloon, but the balloon did not inflate, and balloon rupture was determined. A right common femoral artery (cfa) crossover approach was used for the procedure. The vcd was being used for hemostasis after endovascular therapy (evt) for a left superficial femoral artery (sfa) lesion. It is uncertain if the device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.